Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A site reported an irregular flap bed during a corneal inlay procedure. The reporter indicated it was likely due to the thickness of the flap. Additional information has been requested.

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment. Logfile review for the day of the treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. No related treatment can be identified so a review of the complete day was performed. During the whole day all treatments were performed successfully without issues. According to the user manual the user used energy settings which are also within the defined recommended arrangement of pulse energy. The system shows no deviation which can contribute the reported problem from the technical side. No technical root cause could be determined, as the system was operating within specification and as intended. The manufacturer internal reference number is: (B)(4).